Event description:
It was reported, that patient's left ventricular (lv) lead exhibited high out of range pacing impedance and loss of capture. Lead fracture was suspected. The lead was explanted and replaced. The patient was stable.